Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an erosion was observed, involving this device. The patient has been admitted to the hospital, with a plan to transfer the patient to a different hospital, where an extraction procedure will be performed. No additional adverse patient effects were reported, and no further information has been provided.